Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered severe, debilitating pain in her legs and pelvis. The patient also suffers from dyspareunia, continued and worsened incontinence. All other information is unknown and unavailable.